Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) trial procedure, and there were no noted issues or complications. During the second stage procedure to implant the implantable pulse generator (ipg) the physician noted the electrode was bent just behind the bifocal end, causing it to break. Since the break did not cause the electrode to fragment, no individual parts were left behind or inside the patient. The lead was replaced and there were no patient complications. The patient was doing fine postoperatively.

Event description:
It was reported that the patient underwent a spinal cord stimulation (scs) trial procedure, and there were no noted issues or complications. During the second stage procedure to implant the implantable pulse generator (ipg) the physician noted the electrode was bent just behind the bifocal end, causing it to break. Since the break did not cause the electrode to fragment, no individual parts were left behind or inside the patient. The lead was replaced and there were no patient complications. The patient was doing fine postoperatively.

Manufacturer narrative:
Correction to initial MDR block b1. Block d2b: lgw, qrb. This device was returned to boston scientific. However, per the german medical device implementation act (mpdg), patient consent is required before any product analysis may occur on a returned device. At this time, patient consent for analysis of this device has not been received. Therefore, the device has been archived without analysis. If patient consent is received at a later date, analysis will be completed at that time.